Event description:
The company was informed that the pt is experiencing intermittencies and sound quality issues. Programming adjustments have been made, however, this has not resolved the issue. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.